Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report numbers 3004209178-2014-81318 and 3004209178-2014-81319.

Event description:
Customer reported that she was hospitalized due to high blood glucose. Customer stated that the blood glucose reading at the time of hospitalization was over 500 mg/dl. Customer stated that she had problem with her reservoirs, some have moisture between the o-rings and one leaked past the second o-ring into her insulin pump reservoir compartment. Nothing further was reported.